Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the image on the 30-degree endoscope instrument flips upside down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. Moreover, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope cable integrated connector was tested by slightly shaking the connector and a rattling noise was identified within the connector. Connector was disassembled and found loose within the connector. The endoscope glue damage on fiber distal tip gap was visually inspect and found broken. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant ball inside backend housing. Also, the endoscope was tested and place on an in-house system for cable testing and failed due to defect.

Event description:
Refer to h10/h11 for follow-up information.